Event description:
The customer reported a burning smell when plugged in the enterprise 5000x bed. The bed was removed from use and was awaiting repair. An arjo technician checked the bed and found that the power lead was damaged. There was a small burn mark on the cable, and the power cord was slightly melted at the cable lock. The technician replaced the damaged power lead and conducted a full function test. The bed was working as intended. There was no indication of patient involvement, and no injury was reported.

Manufacturer narrative:
Based on the gathered information, the cable damage was caused by the bed being mistakenly removed without the plug being switched off and taken out of the socket. Instruction for use (IFU - 746-577) for the brand name enterprise 5000x states that: - "if the power cord or mains plug is damaged, the complete assembly must be replaced by authorised service personnel." - "the power supply cord is fitted with a plastic hook. When not in use or before moving the bed, coil up the cable and place it over the hook." - "disconnect the power supply cord from the electricity supply, and store it as shown, before moving the bed." - "do not allow the power supply cord to trail on the floor where it may cause a trip hazard." In summary, the cable damage was caused by the bed being mistakenly removed without the plug being switched off and taken out of the socket. Therefore, the event was a result of instruction not being followed. The arjo device was involved in the reported event and failed to meet its performance specification. The complaint was assessed as reportable due to burn marks on the power cord. No injury was sustained. The UDI number is not available as the device was manufactured before UDI implementation.